Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 425 mg/dl with unspecified ketones, nausea and polydipsia associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and self treated with insulin injections. During troubleshooting with customer technical support, it was revealed that the battery cap was out of warranty. Reportedly, there was no damage to the battery compartment and no moisture observed. The patient was unable to secure the battery cap. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.